Event description:
On 11/30/87 an device was implanted. On 2/20/88 the cuff and pump were revised.on 3/4/97 the entire device was removed from the patient and replaced due to recurring incontinence - cuff would not close.